Event description:
The edwards 26 mm sapien 3 ultra resilia valve was then advanced across the aortic valve using the appropriate image intensifier angle. During the process of mounting the valve onto the delivery balloon, we observed that the two were interacting with each other in an abnormal manner. After some manipulation, we ultimately decided to proceed with deployment of the valve in the annulus. Using rapid ventricular pacing at 180 bpm, aortography was performed to confirm valve position, and balloon inflation attempted. However, no contrast was seen inflating the delivery balloon, indicating a break somewhere along the shaft of the delivery balloon catheter. Since this valve could no longer be deployed, we pulled it back into the ascending aorta and turned our attention to treating his as using a tf approach.